Manufacturer narrative:
Device not returned.

Event description:
During routine testing of the device at the service center, the service technician reported that the disk on chip was unable to be read, which caused a device boot failure. Since the event occurred during routine testing, there was no pt involvement during this event.